Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer experienced this issue multiple times and was advised by technical support to reset the pump, which was deemed possible. A decision was made to replace the pump, which was still under warranty. The customer understood the instructions to put the pump in storage mode and return it to tandem using a pre-paid label. Meanwhile, the customer continued using the current pump to ensure uninterrupted insulin delivery.